Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially exhibited crosstalk oversensing of atrial signals on the ventricular channel. Technical services (ts) reviewed the reports and also stated that there was potential ventricular undersensing of intrinsic signals. Ts recommended an in-clinic assessment and reprogramming. The device remains in use. No adverse patient effects were reported.